Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed at point of insertion to dialysis despite pt care tech tightening the point of connection at the dialyzer and the arterial line. Estimated blood loss was less than 10cc's. Pt did not require any medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.